Event description:
False positive immulite 2500 stat troponin assay results were obtained on two pt samples. The customer performs repeat testing on positive results. The repeat troponin test results were both negative. The negative test results are considered correct by the customer. Pt treatment was not altered and there was no report of adverse health consequences due to the positive stat troponin assay results.

Event description:
False positive immulite 2500 stat troponin assay results were obtained on two pt samples. The customer performs repeat testing on positive results. The repeat troponin test results were both negative. The negative test results are considered correct by the customer. Pt treatment was not altered and there was no report of adverse health consequences due to the positive stat troponin assay results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system eval. Analysis of the instrument data indicate that there are no known causes for the false positive stat troponin results. The fse replaced the water pump as a precautionary measure. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system eval. Analysis of the instrument data indicate that there are no known causes for the false positive stat troponin results. The fse replaced the water pump as a precautionary measure. The instrument is performing within specs. No further eval of the device is required.